Manufacturer narrative:
The product remains implanted and therefore, will not be returned for analysis. Additional information will be submitted within 30 days of receipt. This is one of two products used during the same procedure on the same patient, which is associated with mfg report #9616099-2009-01145.

Event description:
The vessel had very calcified lesion, marginal, distal, and angled. A first stent was used, it was very difficult to advance the device because of the calcifications. The physician decided to change the device, and while removing it, the stent dislodged. It was removed with the "y" connector. Another cypher was used lot 14114022. The same problem occurred, but the stent remained jammed on a calcification. It was deployed with a small balloon in order to stabilize it and not leave it free into the artery. The medical history was not available. It was not reported if the lesion was predilated. The first stent probably did not dislodged in the catheter, because, according to the event description, the dislodgement was caused by the contact of the stent with the vessel's calcified wall. The procedure was completed with another stent. The patient is fine.